Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced difficulty breathing and a drop in blood pressure (decreased minimum 70 mmhg) 15 minutes after starting treatment with a polyflux 210h. The blood was returned immediately, and the treatment was discontinued. The patient was treated with saline replacement, hydrocortisone sodium succinate (saxizon) injection, oxygen administration (spo2 95%) and liquid nitrogen. Thirty minutes later, the symptoms improved. One hour later, the treatment was restarted with a non-baxter filter and the treatment was continued without any difficulty. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.